Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. The current concept in rtt (macapp + at) will update a treatment plan with the reference to the structure set from an original plan, which the user had to select in the plan selection dialog in at. If the user creates a new plan for this pt (or has two from the beginning) and stores them as two sites under one course in lantis, at will not able to show the correct planning data for the second plan. In the worst case this might lead to mistreatment. Root cause is currently being investigated. There is no report of any injury or mistreatment. Risk analysis is complete. Initial corrective action is to issue a safety advisory letter to affected customers.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). Risk is pt mistreatment (dose to wrong location). More than 1 fraction can be affected - can be considered as systematic error. Case 1: isocentre of 2nd plan is significantly different ( >1cm in at least one direction) from isocentre of 1st plan in same course. May be noticed by user. Case 2: isocentre of 2nd plan is within range < 1cm of 1st plan isocentre. May not be noticed by user. May result in total shift error of 2cm. Case 1: severity: 3. Probability: c. Risk range iia (below threshold). Case 2: severity: 3. Probability: d. Risk range iib (above threshold). Probability: d (occasional).